Manufacturer narrative:
Concomitant medical products: pb1018 transcatheter valve, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post implant, the right ventricular (rv) lead alerted for out of range high impedance. The lead remains in use. No patient complications have been reported as a result of this event.